Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: the battery compartment had two cracks and stripped threads. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and had stripped threads. This report is made based on results of investigation completed on 08/28/2015.